Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6); product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the site of the implantable pulse generator (ipg) wherein showing signs of redness, and the presence of puss and fluid buildup. The patient was admitted to the hospital and underwent a revision procedure where the ipg and lead extensions were explanted, and a washout of the wound was performed. The patient was administered antibiotics. The patient remained in the hospital for follow up care. The explanted devices were retained by the medical facility and were not returned.